Event description:
The pt was admitted to surgery for a bilateral microtia. The physician placed a pain catheter at the incision site at this time. The physician was cutting a suture and the catheter was also cut and left in the pt. The size of the remaining catheter was determined to be about 12.5 cm. On two occasions the pt was x-rayed to determine the location of the catheter. In each case the catheter was not visible on the x-ray. Rptr contacted the vendor and was told the catheter was radio opaque. Rptr took a similar new catheter and x-rayed it and determined that it was slightly opaque but feels it was marginal at best.